Manufacturer narrative:
Section h10: (h3) the most likely cause of the broken device reported is forcible separation of jammed instruments resulting in failure of the weld on the dowel pin. The underlying cause of the initial jam cannot be determined from the provided information and the other device involved in the incident was not returned for evaluation. Section h11: *the following sections have corrected information: (d2b) common device name: glen baseplate impactor (d4) catalog number: 321-19-13, lot number: 154685001, unique identifier (UDI) #: (B)(4),(d10) concomitant medical products: 531-07-05, shldr gps impact handle.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 321-19-13, 154685001 - glen baseplate impactor.

Event description:
As reported, the sterile processing staff member received the baseplate still attached to the handle. When attempting to separate the 2 pieces, the ball bearing securing the spring and locking mechanism of the baseplate has dropped out. This was done to wash the instruments. There was no patient involvement and the devices are returning.